Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed the probable causes were malfunctioning sample and reagent probes. The fse replaced the sample probe and reagent probe as well as adjusted the cuvette wash unit alignment to the cuvettes to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case (B)(4)

Event description:
Customer reported the generation of erroneous low results for acetaminophen and creatinine with ongoing g flags on their au480 clinical chemistry analyzer (pn b96693 and sn (B)(6)). There was no injury, death, or delay/change in treatment or diagnosis, associated with this event. The customer did not provide patient data and patient demographics.